Event description:
A dialysis facility reported that ultrafiltration (uf) rate was higher than expected during a hemodialysis treatment. Uf goal was reached in about 2.5 hrs instead of 3.5 hrs. There was no reported serious injury/illness. Available information is limited.